Event description:
During set up for a cardiopulmonary bypass procedure, it was reported that the battery back-up for the heart/lung machine is not charging the battery. The product was not changed out and the procedure was completed successfully. There were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.